Event description:
A surgeon was using endostitch in a laparoscopic hysterectomy. The needle broke in half inside the pt abdomen. The surgeon was unable to find broken half of blunt needle. X ray taken in operating room. Dates of use: at least 2 years. Diagnosis or reason for use: to close after a laparoscopic procedure.